Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump history did not reflect accurate data despite being in use. There was no reported adverse impact to the customer. Customer declined to troubleshoot the issue with tandem technical support; therefore, the allegation could not be confirmed.